Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02695. It was reported that the patient presented in clinic. Device interrogation revealed multiple episodes of non-sustained ventricular oversensing. The lead was going to be revised, but the lead and implantable cardioverter defibrillator were explanted due to infection risk from a previous surgery instead. The patient was in stable condition.